Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. The device was returned for evaluation. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complaint was observed. The technician confirmed that the handpiece was returned without the transducer and the housing was cracked. An integra engineer confirmed that the transducer cannot be removed without significant effort as a retaining clip was used within the handpiece to secure the transducer in place. Therefore, the most likely root cause is that the device was modified by the user.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A logistics assistant reported that the c2602 cusa excel 36khz straight handpiece was broken and needs repair. There was no known patient contact nor delay in surgery.